Event description:
This report was rec'd via a pharmacia & upjohn sales rep regarding a woman who developed sterile endophthalmitis following surgery on 11/25/1997 for cataract extraction and implant of a model 920 lens. On 1/9/1998, the treating physician confirmed the report and indicated the condition improved following treatment with intraocular steroid implants. He indicated she had also developed an associated reaction consisting of fibrinous deposits in the affected eye which cleared within 7-10 days without treatment. The latest visual acuity reading was 20/50, +2. The physician reported the presence of synechiae to the lens. A MFR batch review revealed 37 units were mfg under the work order. All criteria were met. Lab reports were re-inspected for accuracy. No discrepancies were noted.